Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the extension tubing is damaged by a broken clamp. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that extension tubing damaged, which is supposed to be broken by clamp.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7262171. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the extension tubing is damaged by a broken clamp. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that extension tubing damaged, which is supposed to be broken by clamp.